Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer has a proactive procedure to verify unexpected results prior to reporting result out of the laboratory: repeat all positive results (>0.05 ng/ml) on the other instrument. If results do not clinically agree, respin and repeat. In conclusion, the cause of this event is unknown and could not be determined.

Event description:
The customer reported non-reproducible false positive troponin I (accutni) patient results involving unicel dxc 600i synchron access clinical system. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.